Manufacturer narrative:
The report of bleeding from the apical cuff could not be confirmed through this evaluation and a specific cause for the reported event could not be determined through this evaluation. The account reported that during implant there was bleeding noted by the surgeon between the pump and apical cuff in a small location. The surgeon unlocked the pump 3 times in order to attempt to resolve the bleeding by re-seating the pump and ensuring seal contact of the pump with the apical cuff circumferentially. The surgeon deployed the pump into the chest after locking the pump to the apical cuff for the third time with no adverse event noted for the patient. The patient remained ongoing on ventricular assist device (vad) support until the patient ultimately expired on (B)(6) 2021 (refer to MFR. #2916596-2021-03467). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 24mar2021. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported in operating room during implant, upon initial connection of pump to apical cuff intra-operatively, bleeding noted between pump and apical cuff in one small location. Surgeon used unlock tool to unlock pump from cuff 3 times to attempt to resolve visible bleeding by re-seating pump and ensuring seal contact of pump with cuff circumferentially. Surgeon thought bleeding coming from seal area between pump and sewing cuff. Upon further inspection, when pump unlocked and when looking to sewing cuff second time, bleeding noted at suture locations on black line of cuff and bleeding appeared to be coming through cuff rather than between cuff and pump. Surgeon deployed pump into left chest after locking pump to cuff for 3rd time with no adverse event noted for patient. Patient not thought to have experienced any consequence from the bleeding event at the sewing cuff. Surgeon unlocked then re-seated and re-locked pump to cuff several times to ensure hemostasis. Patient not thought to have suffered any adverse event or issue from the initial bleeding concern.